Event description:
Boston scientific crm received information that this right ventricular lead displayed oversensing episodes and poor sensing values. No inappropriate therapy was delivered and no pacing inhibition was reported. Interrogation and a review of the daily measurements revealed no abnormal lead measurements. A revision procedure was performed. The pace/sense port of this lead was deactivated. After several attempts to obtain acceptable sensing measurements, a pace/sense lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.